Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose. Reportedly, the customer loaded cold insulin into the cartridge. Reportedly, the customer replaced the cartridge and continued insulin therapy.